Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the trunk cable connector was glued, and the electrode belt was unable to securely connect to a monitor. Additionally, the belt had an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the damaged trunk cable connector and the open pulse wire was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.